Event description:
It was reported that the ventilators diagnostic logs had an error code indicating backup alarm failed. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the central processing unit (cpu) to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Based on information provided and/or service performed, the alleged malfunction was confirmed.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone: (B)(6).

Manufacturer narrative:
H10: a central processing unit (cpu) board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed, and the product analysis technician reported that the root cause was due to a component piezo buzzer failing intermittently due to the insulation resistance out of specification.